Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial report: as reported, during a brachial fistulagram an unspecified cook micropuncture introducer sheath stretched. According to the initial reporter, there was resistance felt during the removal of the device while exchanging. It was during this exchanging that the stretching occurred. Reportedly, the device did have visible stretch points. The access site was not calcified, but did potentially contain scarring. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. Reviews of the instructions for use (IFU), manufacturer¿s instructions, quality control procedures, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that one micropuncture transitionless stiffened cannula (mpis-401-10.0-sc-nt-sst) outer catheter was returned. There was bio-matter present. The outer catheter was kinked in several locations. There were several sections of stretching along the length of the catheter. No other issues were identified during the analysis. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. However, a document-based investigation performed, including reviews of the manufacturer¿s instructions & quality control procedures, and no gaps were discovered. An IFU is provided with this device, which instructions the operator to inspect the product to ensure no damage has occurred after removal from the product packaging. Based on the limited information that was provided, a definitive cause for this failure could not be established. The product lot number was unknown and thus a review of the manufacturing records could not be performed. It was most likely that the failure occurred due to the patient¿s anatomy or procedural factors however, without a review of the device history record manufacturing issues cannot be ruled out. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
G5: PMA/510(k) number = k171275. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. Occupation = unknown PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a brachial fistulogram an unspecified cook micropuncture introducer sheath stretched. According to the initial reporter, there was resistance felt during the removal of the device while exchanging. It was during this exchanging that the stretching occurred. Reportedly, the device did have visible stretch points. The access site was not calcified, but did potentially contain scarring. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.